Event description:
One month post implant patient complained about having swallowing and speech problems and was directed to see his physician. The physician, a neurologist/sleep physician, noted that the patient has tongue weakness which includes symptoms of tongue deviation. He also has trouble moving the tongue to the left side. The patients swallowing issues had resolved significantly by the time of the physician visit, but the slurred speech continues. Patient reported that the speech slurring has improved a little bit. Activation of the system has been postponed to allow more time for the patient to heal from the implant surgery. Patient was scheduled for another office visit with the doctor in 8 weeks and was instructed to reach out to the doctor if symptoms change.

Event description:
Follow up report for 3007666314-2019-00001. Patient's symptoms have resolved and the root cause was deemed to be surgical healing related.